Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the keypad has been intermittently responding over the prior 2 months. This report is being made based on the alleged unresolved keypad malfunction.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis with the following findings: all of the keypad buttons were found to be functioning. The keypad was removed and contamination was present under the keypad button contacts. Unrelated to the event the bolus button was found to be torn, the battery compartment was cracked, and the battery cap threads were stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.